Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there will be no immediate course of action at this time.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.